Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. As a precautionary measure, the representative replaced the viewing station of the imaging system computer. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station of the imaging system computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while powering on the imaging system, the viewing station of the imaging system power indicator light would be amber indicating that no video signal was present. The pendant displayed that the viewing station of the imaging system was disconnected. No additional information was provided. There was no patient present when this issue was identified.